Event description:
The hospital reported during a procedure the image had begun to flicker rapidly until the images was no longer visible. The procedure was completed with the use of another similar endoscope. There was no allegation of harm.